Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -16.50/1.0/118 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "165/2000 the patient considered the data pointing to the 13.7 model, but considering the patient was a girl who wanted to choose the 13.2 level but chose the 13.7 vertical lens because the lens was out of stock, however, the arch height after implantation observation has not been down, so we consider to replace a smaller size 12.6 crystal."the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).